Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 31 mg/dl. The customer stated that she had experienced low blood glucose levels about 10 days prior. She did not recall any significant events leading up to the hospitalization. She added that she had not eaten in many hours, which was the perceived cause of low blood glucose. Nothing further reported.